Event description:
A us distributor contacted zoll to report that a patient developed itchy, peeling skin under the electrodes. The patient also developed blisters under the back therapy electrodes that leaked puss. There was no alleged device malfunction contributing to the irritation. Patient was given medications by physicians. The medical outcome of the rash is unknown.